Manufacturer narrative:
Device history review was completed on the reported lot v1s220. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample for evaluation. The sample was already activated. The root cause was determined to be a torn pouch due to poor bubble design. We have implemented the bubble redesign which has made the inner bubble narrower and lighter, making it less likely to puncture the pouch. Additionally, we will continue to monitor complaint trends.

Event description:
Customer reported the hot pack exploded onto skin of patient¿s chest. Skin was cleaned off with warm water. There was no follow up care required or injury to the patient.